Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced a loud constant tone of insulin pump and there was also an alarm. Customer was not able to clear alarm or perfom self-test due to buttons not responding. Customer was advised to remove battery and allow insulin pump to rest and call back if issue persisted. Customer's blood glucose was unknown, but was 233 mg/dl prior to incident.